Manufacturer narrative:
The ra lead was reported to be damaged during the extraction process of the rv lead. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Therefore, no further actions are considered necessary, and the complaint investigation conclusion code is unintended use error caused or contributed to event.

Event description:
It was reported that this right atrial (ra) lead was damaged during the extraction of an associated lead, as such it was explanted. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was damaged during the extraction of an associated lead, as such it was explanted. A new device was implanted. No additional patient effects were reported.